Event description:
While using a byte night aligner, patient experienced separation of #19 crown and abutment from the implant caused by wearing the aligners. The gingiva has grown over the implant and now the patient requires surgery and new restoration of the implant. Aligner treatment is to stop immediately and not to be re-initiated.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.